Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle and incorrect cartridge size. The ec60a device was received for analysis with no visual non-conformances and with two reloads present. Reload (a) was received partially fired consistent with an incomplete or interrupted cycle.; reload (b) was a 45 mm reload that was received unfired and in good condition. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm IFU. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device would not fire. Same like device was used to complete the case with no patient consequences.